Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had a blood glucose (bg) level of 46 mg/dl and the customer suspected the low bg was caused by not eating enough. The customer drank juice to address the low bg level. The customer received an occlusion alarm during bolus delivery. The occlusion did not impact the bg level. Tandem technical support had the customer perform a system check and the occlusion appeared to possibly be within the cartridge. The customer was to use insulin syringes and humalog to manage diabetes.

Manufacturer narrative:
.